Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. The cardiac tamponade was observed about 1 hour and 30 minutes after catheter access. Pericardiocentesis was performed to drain the fluid and the patient was stable at the end of the procedure. The procedure was delayed 60 minutes and the procedure was not successfully completed. The patient recovered and was discharged from the hospital on friday, (B)(6) 2022. There was no surgical site infection. The catheters reported to be in use were a decapolar sjm catheter in coronary sinus (cs), quad crd in right ventricle (rv) and a pentaray in left ventricle (lv) mapping through transeptal access. Based on the available information, this will be reported on the pentaray catheter because there was no indication that a bwi ablation catheter was used in the procedure or that ablation was performed. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 19-apr-2022. It was reported that the patient is 35 years old. Therefore, a2. Patient age at the time of event and a2. Age unit have been updated. It was also reported that the physician¿s opinion on the cause of this adverse event was that it was procedure related. The generator used in the case was a smartablate. No servicing for this equipment is needed. No ablation catheter was opened at the time of the event; therefore, the generator/pump were not in use. A transseptal puncture was performed with a brk transseptal needle. No ablation was performed. The patient¿s blood pressure drop was noticed during mapping phase. There was no evidence of a steam pop. The concomitant product section was updated to include the smartablate generator and unk brk transseptal needle. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).